Event description:
The customer rec'd blood glucose readings of 55 and 57 mg/dl from her contour meter and a reading of 177 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.

Manufacturer narrative:
The meter serial number provided by the customer was not valid, so it was not possible to determine the manufacture date.